Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high impedance/possible fracture described in the event. There were no anomalies observed on the partial lead in segments. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage. The full lead was not returned. The lead was missing a medial segment of approximately 7 cm. The proximal conductor was inadvertently damaged during destructive analysis. Concomitant product: 305c223 valve implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's high voltage lead had high impedance and a possible fracture. The lead was explanted and replaced. It was also noted that the patient's right atrial (ra) lead had high thresholds of four volts at one and a half milliseconds. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.